Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the unit does not have any physical damage, but the cable feels bumpy. A functional evaluation was performed on the returned device and found the unit fails to pass all functional tests; the unit fails the groundbond test due to failure on the unit housing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a shoulder arthroscopy, a motor drive unit suddenly seized and became very hot. No harm was caused to the surgeon or patient because of the overheated device. It is unknown how the procedure was performed; however, there was no delay. No further complications were reported, and patient is recovering well.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).